Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) power manager board was found to be defective as the hlm was continuously working on battery. There was no delay, no blood loss, nor adverse consequences to the patient.